Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
(B)(4). No related  complaint received with return of device. Failure (event) observed during analysis. External insulation abrasion was noted at 49.5-50.6cm from the connector pin, consistent with lead friction to another device or feature of the heart. The silicone insulation was intact at this location.